Manufacturer narrative:
(B)(4). The handpiece was received disassembled, based on prior analysis. This was a second analysis of the handpiece. The handpiece showed signs of significant wear both internally and externally. The isolator was damaged and there was residue from the isolator and the o-ring on the internal surface of the nose cone in mid housing. The guide wire was missing. The handpiece was connected to a test tip and gen11 generator. The handpiece test screen on the generator displayed a uses remaining count of (B)(4), which represent a new (unused) handpiece. This is inconsistent with the visual condition and age (6 years) of the handpiece and strongly suggest that the handpiece was reprogrammed by a third-party. The handpiece also made a slight squealing noise when tested, and had a low phase margin, both of which are likely due to prior use.

Manufacturer narrative:
(B)(4). Batch # g9kt7m. The device was received with the coating material of the housing flaking off. The loose particles on the surface are aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and there was moisture present and the isolator was torn. A degradation of the hand activation wire outer jacket was observed. In addition, the wire guide component was missing. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to how the wire guide component got missing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be tested in hospital. Generator showed error code: replace defect handpiece, with gen11. Unknown how case was completed. No further information is available. There were no adverse consequences for the patient.